Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient not receiving readings occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss was the patient closed the mobile app. The reported event of not receiving readings is reportable based on the findings of signal loss over one hour. No injury or medical intervention was reported.